Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance high out of range (2003 ohms). The physician will continue to monitor the patient closely. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.